Event description:
It was reported that a user experienced hyperglycemia after refilling the insulin cartridge and changing a contact detach steel infusion set on the abdomen, with the ilet display reading ¿hi,¿ a prior cgm value around 475 mg/dl, and a confirmatory glucometer reading of 388 mg/dl; the user suspected an infusion site or delivery issue, changed the entire infusion system again, and was advised to allow time for insulin delivery and system response. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no specific findings were available and that there was insufficient information to identify a device problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.